Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quickset taper hex scdr rigid had normal wear and tear. Surgeon requesting a new instruments. Update 18-aug-2017: evaluation of the returned devices show the ends are both stripped. This complaint was udpated on 18-aug-2017.